Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging that a 66 year old male patient expired while a ventilator was in use. There was no specific allegation of product malfunction. The vent device catalog and serial number are unknown at this time. The following information was provided as the cause of death from the death certificate, "acute on chronic respiratory failure, sepsis, left foot osteomyelitis". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving alleging that a 66 year old male patient expired while a ventilator was in use. There was no specific allegation of product malfunction. The vent device catalog and serial number are unknown at this time. The following information was provided as the cause of death from the death certificate, "acute on chronic respiratory failure, sepsis, left foot osteomyelitis". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.